Event description:
Pt sustained a burn (1/2" x 1") on right lower abdomen above transverse incision while surgeon was using cautery unit. Surgeon also complained of feeling "shocking" feeling up arm that was resting on sterile field.